Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported rapid battery drain on their ilet, dropping from three-quarters to half charge during the call. The user also experienced intermittent issues waking and unlocking the device. Due to these malfunctions and user frustration, a replacement ilet was arranged for overnight shipping. The return process was explained, and the user will send the defective unit back. The user has an alternative insulin therapy for use until the replacement arrives. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.